Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture testing performed at the third-party labs, provided by olympus: (B)(6) 2022: sampling from: all channels. Cfu: 14cfu. Bacterial identification: acinetobacter species, pseudomonas spp. (B)(6) 2022: sampling from: all channels. Cfu: 6cfu. Bacterial identification: gram positive bacteria . The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the distal end cap cover was scratched, the bending section rubber glue was worn out, the switch box unit was scratched, the universal cord had buckles, the specified angle and orientation failed, and the air/water, suction, and biopsy cylinders had scratches. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel and the auxiliary channel are also flushed. The detergent used for pre-cleaning is aniosyme x3. Manual cleaning is performed by brushing the instrument/suction channel, the suction cylinder, the instrument channel port, and the distal end/areas around the elevator, using aniosyme x3 detergent and gastro coloscope and echoendo brushes. The automated endoscope reprocessor (aer) used is a soluscope series 4 (non-olympus) reprocessor. The aer detergent is soluscope clt and the aer disinfectant is soluscope paa. The scopes are stored in a non-olympus cabinet (eset as 300), and olympus is the maintenance company. The scopes are not sterilized. The aer was also reportedly microbiologically tested, but the test results were not provided. After the device was returned to olympus, it was sent out for additional testing, and the customer's allegation was confirmed. The hygiene microbiological analysis report indicated that all channels of the scope were cultured, and 14 cfu of acinetobacter species and pseodomonas spp. Were detected. As a result of the test results, the scope was reprocessed and additional culturing was performed. The second set of results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. After the device was returned to olympus, it was sent out for additional testing.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and over 58 colony forming units (cfu) of an unspecified micro-organism were detected, and over 80 cfu pseudomonas aeruginosa were identified. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.